Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale surgical intervention required to remove the separated guide wire tip. Device issue: guide wire tip separation. It was reported that the guide wire was being used in the right lower extremities. The guide wire tip detached during removal of the atherectomy device. The tip of the guide wire migrated into the pt's ankle. The tip of the guide wire was surgically removed from the pt's ankle. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor.